Event description:
It was reported that the device restarted during operation due to an error. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report h3 other text : on-going.

Manufacturer narrative:
The information provided by the dräger service technician and the logbook of the affected carina with serial no.(B)(6) manufactured in may 2010 were available for the investigation. The reported behavior, the reboot of the carina device, could be confirmed based on the analysis of the logbook. In addition, the logbook detected operation with 100% o2 over several hours and a continuous alarm of disconnection / leakage. Immediately before the restart, the device alarmed a deviation between the control of the mpu board and the feedback from the hpo board in accordance with the specification. This was followed by 3 reboots in which the device attempted to correct the deviation. The "patient safe status" was then logged. Ventilation no longer takes place in this mode, as the safety software has assessed the measured values from the internal sensors as faulty or inconsistent. Ventilation is stopped and the high priority alarm "device failure !!!" Is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. It may be necessary to ventilate the patient with an independent ventilator. No health consequences for the patient were reported. The device was also inspected on site by a dräger technician. The hpo (high pressure oxygen) circuit board was replaced as a precaution and the device was tested in accordance with the manufacturer's specifications without any further deviations. The device is back in service with the customer. Carina detected a deviation in the sensor system and reacted and alerted in accordance with its specifications. The risk assessment in relation to the reported event does not result in any new or additional risk. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted during operation due to an error. No injury was reported.